Manufacturer narrative:
As the product in question complies with the specification and no deviations were found that could cause or contribute to the reported incident, we suspect that maybe the pinning technique was not optimal, as described in the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." The skull clamp was reportedly combined with skull pins from another manufacturer. The reason for this is not known. Possible risks due to the use of third-party components cannot be excluded/ assessed. The customer's attention is drawn to the use of validated doro skull pins as specified in the product's instruction manual.

Event description:
Customer informed us on (B)(6) that one of our products was involved in a procedure (craniotomy, lateral patient position) in which the treated patient sustained a laceration.